Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal compounded morphine 40 mg/ml at 2.5 mg/day and bupivacaine 20 mg/ml at 1.25 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a fall in (B)(6) 2021 and had increased leg pain. It was noted the patient was evaluated and had MRI¿s done. The MRI showed the catheter appeared disrupted. On the date of this report the healthcare provider (hcp) did a catheter revision and there was a clean cut to the catheter. The hcp was questioning whether the patient had surgery to his back due to the clean cut to the catheter. A new intrathecal end of catheter was implanted and connected to the existing pump end of the catheter. The rep was unsure how long the existing intrathecal end of catheter was tied off and left implanted. It was noted the hcp was not going to prime the catheter at this time and knew there would be a delay in drug delivery to fill the total catheter volume (tcv). The dose was being decreased today due to the catheter fracture.

Event description:
Additional information received from a company representative (rep) reported that the issue has been resolved. Of note, the customer discarded the small piece of catheter that was removed. The remainder of the old catheter remains implanted but not in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.